Event description:
It was reported that insulin gauge displayed amount different than expected and fill estimate on pump remained static at 120 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that this could occur due to large variance in measured pressures used to calculate insulin remaining and that fill estimate would resume counting down once actual insulin matched displayed amount, and customer understood and acknowledged guidance.